Event description:
It was reported that the remote monitoring transmission showed that the device had a power on reset. It was noted that the device was in the same pacing mode with the same outputs. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed the device had a power on reset (por). There was a critical ram parity error logged on 2012 (B)(4). The por severity is considered low as device should be able to recover fully after reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).